Event description:
It was reported in a service report that the siderail could not be locked in the upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.